Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2020, the patient admitted to the emergency room with a very low heart rate due to loss of capture on the right ventricular lead. Upon further examination, it was found that the lead also exhibited high pacing lead impedance associated with a suspected lead fracture. On (B)(6) 2020, the patient underwent a lead revision procedure. While attempting to remove the lead from the pacemaker, it was found that the set screw could not be rotated causing the lead to be stuck to the connector block. The physician attempted to remove the set screw but without any success. The lead was then cut and replaced along with the pacemaker device. The new pacemaker and lead were tested and found to be satisfactory. The procedure was completed successfully and the patient remained in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-08031.

Manufacturer narrative:
The reported events of failure to capture, lead fracture, and high pacing impedance were not confirmed. Final analysis found only the connector end was returned for analysis. The cut ends of the insulation and coils were consistent with surgical damage at the time of the procedure. The lead was otherwise normal, no anomalies were found.